Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 03, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on april 25, 2024.